Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported that during a routine visit the perfusionist at the facility noticed a controller fault message. The patient reportedly did not hear any alarms. A preliminary review of the log files confirmed a controller fault. The decision was made to exchange the controller. The patient was reported to have tolerated the controller exchange very well. There was no reported patient injury as a result of this event. The controller will be sent back to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed during bench testing as analysis of the device revealed that the device met specifications. The controller passed external visual inspection and functional testing. The reported event was confirmed via controller log files which revealed "controller faults" on the date of the reported event. Log files also revealed premature switching events most likely caused by a communication anomaly between the controller and batteries. This is an incidental finding not related to the reported event. The manufacturer has initiated an internal investigation to further evaluate these issues. A possible root cause of the "controller faults" is a leaky diode on the automatic power switch circuit. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.